Event description:
Customer reported the kv drives to max after a tube change. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector ground wire. System operates as intended. (B) (4).